Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl while her sensor glucose was 49 mg/dl. The customer stated that she had trouble with her sensor. The customer stated that the sensor has been off about 50-60 points for about 5 days. The customer turned off the alerts and received sensor error. The customer declined to troubleshoot for high readings. The customer treated with the pump and her blood glucose came down to 70-72 mg/dl.